Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024 patient reported that infusion set cannula kinked event happened within 3 or more hours of insertion. The infusion set was in use for couple of days. The site where infusion set was inserted was abdomen. Blood glucose at the time of event was noticed 18.3 mmol/l. No further information was available.